Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the raytech was placed in abdominal cavity due to bleeding. Red flag was put up per protocol. Scrub tech noted a shiny object in the abdomen. Upon further investigation the surgeon determined the rfid chip had become dislodged from the raytech sponge. The surgeon was able to remove the chip and the raytech completely from the abdomen. Raytech and chip were inspected and determined that chip did indeed dislodge from the raytech. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the piece of gauze/sponge was soaked in blood. Damage to the sensor pouch was observed. Functional testing found that the pouch holding the chip was torn. The sensor was returned. The most likely root cause for the damage to the gauze/sponge is misuse. Using sharp tools near the sponge and/or cleaning tools may result in damage to the sponge. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.